Event description:
Rptr had an impression taken for a new earmold for their hearing aid. The impression material could not be removed without considerable effort, and led to significant pain, and bleeding inside their ear. Rptr had not reacted to impression material made by other companies. This was the first time this material was used to take an impression.